Event description:
Maude event voluntary report (B)(4) was received. A copy of the report will be included in this report. This is report 2 of 11 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review could not be performed as the wrong lot number was provided. The investigation could not be completed; no conclusion could be drawn, as no product was received.